Event description:
Customer reported the insulin pump went into threshold suspend and blood glucose was normal. Customer stated the sensor was reading he was 40 mg/dl and he treated with candy. Customer stated he checked his blood glucose was 175 mg/dl. Threshold suspend was set at 70 mg/dl and customer stated he did not feel he was going low. Sensor blood glucose was 40 mg/dl. The blood glucose level was 254 mg/dl and sensor was 40 mg/dl, 84.3% difference. Customer stated the sensor glucose graph displayed the readings would go up and goes down really fast. Customer reported he had bumped the site as a related event. Customer was advised to monitor the device. Customer stated his insulin pump goes off during the night. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.